Event description:
The account reported that periodically the head of the bed will go up on its own. The bed is located in the hall outside of the maintenance department at the facility. There was no patient/injury reported. (B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. A follow up report will be sent once this info becomes available.